Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). Concomitant medical products: medical product: oxf uni cmntls tib sz f rm, catalog #: 166581, lot #: unknown; medical product: oxf anat brg rt lg size 4 PMA lrg sz 4 , catalog #:159583, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00637, 3002806535-2019-00638. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial right knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2019 due to lateral compartment osteoarthritis and instability caused by the anterior cruciate ligament deficiency (acld).

Event description:
It has been reported by the hospital that a patient underwent an initial right knee arthroplasty on (B)(6) 2008 . Subsequently, a revision procedure was performed on (B)(6) 2019 due to lateral compartment osteoarthritis and instability caused by the anterior cruciate ligament deficiency (acld).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.